Manufacturer narrative:
Investigation summary: customer returned images of a syringe and polybag for 1.0ml, 29 gauge, 12.7mm syringes from lot 9308712. The syringe features an unidentified piece of material midway up the length of the needle. A review of the device history record was completed for batch# 9308712. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of material on the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing ((B)(4)) will be notified of this issue. On (B)(6) 2021, (B)(4) received samples a photo sample of cannula with fm on 1.0cc, 29g * 1/2in syringe from lot # 9308712. After visual inspection of the sample, it appeared to fm. This operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven that uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. A review of the device history record was completed for batch# 9308712. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Root cause cannot be determined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd ultra-fine¿ needle insulin syringe had foreign matter in it. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the package was opened, there was bur found on the needle" via bd investigation: "after visual inspection of the sample, it appeared to fm."